Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose level of 50mg/dl. Customer alleges that their insulin pump was under delivering or over delivering and the customer stopped using the insulin pump two months ago but the customer uses insulin pump to determine the blood glucose level and treats with manual injections. The customer's current blood glucose is 110mg/dl . The product will be returned for analysis.